Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the patient visited the gastroenterologist due to inflammation and pus around the insertion site. The abdomen was flushed with a scope, the patient was treated with an unknown antibiotic and it was cleaned three times per day. The peg tube was not removed and the patient progressed. The patient thought it was caused by a fall on her abdomen.